Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported deflation. Healthcare professional has confirmed. This record is for the left side. The device has been explanted and replaced. Device has been returned.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events deflation was received on december 16, 2025, with lot number 2935549. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: not observed through leak test inspection. None of the other observations performed during the device analysis broken plug starp and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported deflation. Healthcare professional has confirmed. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.